Event description:
Customer reported that the he was receiving a low glucose alert in the middle of the night and the threshold suspend was triggered. Customer stated that his blood glucose value was 112 mg/dl but the sensor glucose reading was 60 mg/dl. It was stated that the suspend threshold limit is 70 mg/dl. Customer also stated that he received a bad sensor alert; he was advised to change ot the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.